Event description:
Customer reported a low blood glucose of 52 mg/dl. She also reported a lost sensor alert. The blood glucose reading at the time of the report was 139 mg/dl. She stated that she had treated with sugar and that low blood glucose was normal for her. Customer had the wrong transmitter ID programmed into the insulin pump and was assisted in updating it. Nothing further was reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.